Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was currently receiving morphine and bupivacaine via an implantable pump for spinal pain. The drug concentration and dose rate for both morphine and bupivacaine were unknown. It was reported that at one of the patient¿s pump refills, the healthcare provider (hcp) mentioned she had extra medication left over. It was further noted that they didn't really say much else, but the patient remembered them saying that. The date of the event was unknown. No patient symptom was reported. No further patient complications have been reported as a result of this event.